Event description:
It was reported that a patient underwent a right laparoscopic endoscopic inguinal herniorrhaphy and an umbilical herniorrhaphy procedure on (B)(6) 2011 and mesh was used. The patient developed an infection of the incision with draining and redness. The patient also developed generalized total body itching and hives. Levaquin was given, but the patient displayed an allergic reaction to levaquin, so it was discontinued. Then, cipro and prednisone were started. The severe itching and hives continues.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.